Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd february 2026, it was reported by an arthrex employee via email that for an ar-1588btb-2j, tightrope® ii btb, with deploying suture, the white tightrope suture was not shuttling through the rt button. The sutures were extremely frayed and made passing very difficult. This was detected during an unspecified procedure on (B)(6) 2025. The procedure was completed successfully as a new unit was opened.